Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
The clip of the mics handpiece loosens during sawing, causing the handle to become loose.

Manufacturer narrative:
An event regarding disassociation involving a mako mics was reported. The event was confirmed. Method & results: -product evaluation and results: device with disassociation was returned to the supplier and evaluated. The following failure was confirmed through visual/functional inspection: loose screws, resulting in the handle loosening and failed ground bond test 1. Failed ground bond test 1 measures the electrical resistance of the mics handpiece cable. A failure in this test may indicate issues such as damage to the internal cable, wear or aging of the cable, or debris/corrosion at the connection points of the mics handpiece. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
The clip of the mics handpiece loosens during sawing, causing the handle to become loose.